Event description:
It was reported to philips that the system was unable to fully boot up. The user had to manually turn on the system to resolve the issue. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint after the customer reported that the system was not fully booting. During startup, the customer observed that the host pc and image processing pc did not power on automatically, requiring manual activation. Although the system became operational after this intervention, the issue recurred following another reboot. The philips remote service engineer (rse) inspected the system remotely and reviewed the wake-on-lan process via the ts switch, noting that the control signal was not reaching the host pc. Logfile analysis confirmed the absence of a control network between the image processing pc and the host pc. The rse suggested parts to the customer, and the customer took responsibility for servicing the device. To resolve the issue, the customer replaced the ethernet switch and the sibbox unit. After replacement, the system was restored to normal operation and returned to clinical use. The codes were updated based on the investigation outcome.